Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is showing atrial far-field electrocardiograms even though the atrial port is plugged and there is no atrial lead. The device remains in use. No patient complications have been reported as a result of this event.